Event description:
Micro-snare was unable to retrieve stent. In the process of the stent being extracted the micro-snare distrupted leaving the stent in either the subcutaneous tissue or in the wall of the subcutaneous tissue or in the wall of the superficial femoral artery. Dr stated "the loop became detached".